Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Device 2 of 2. (B)(4).

Event description:
It was reported by the end user that "2 skin barriers in the box with the starter hole off center", the end user "used 1, but it leaked so did not use the 2nd one". No harm reported. Lot number unknown, discarded by end user. No photographs depicting the reported complaint issue submitted by the end user.